Manufacturer narrative:
Patient identifier: (B)(6) (different sample draws for the same patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for one patient while running on the architect i2000sr analyzer. The following data was provided (customer¿s reference range: 0-16 ng/l): on (B)(6) 2023 sample (B)(6): initial troponin-I result = 787.4 ng/l; repeat result = 1.8 ng/l; the doctor had questioned the result and a new sample was drawn and tested. The new sample ID (B)(6) for the patient generated a troponin-I result of 1.7 ng/l which correlated with the repeat result. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A search on lot 46367ud00 was reviewed and did not identify an increase in complaint activity for the issue for the lot. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot 46367ud00 and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 46367ud00 was identified.